Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a clinical study regarding a patient who was receiving morphine hydrochloride 10 mg/ml at 2.29983 mg/day via an implantable pump by simple continuous dosing for unknown indication for use. It was reported that on (B)(6) 2019 it was initially not possible to perform telemetric interrogation. Diagnosis of pump inversion was determined by fluoroscopy. The pump was repositioned manually and the event resolved without sequelae (B)(6) 2019. On (B)(6) 2019 the dose was programmed to 2.50061 mg/day. On (B)(6) 2019, the dose was programmed to 1.79702 mg/day. It was reported that the event was related to the device or therapy and not related to the implant procedure. The cause of the event was unknown. There were no reported patient symptoms. There were no reported complications.